Event description:
It was reported that the tandem charging cable was damaged, causing the t:slim x2 pump battery to not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies via 2-day shipping, and a refurbished replacement pump was also sent to the customer.